Manufacturer narrative:
Final device analysis revealed a torn catheter consistent with explant damage.

Event description:
It was reported that the pt had cancer and expired. Per reporter, the death was not related to the device.